Event description:
It was reported the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a failure to sense, high capture threshold, and high pacing impedance. The physician removed and replaced the lead to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were for failure to sense, high capture threshold, and high pacing impedance. Final analysis found that as received, a complete lead was returned in one piece. The reported events of failure to sense and high capture threshold were confirmed. Electrical testing found internal shorting due to over torque of the inner coil at the connector region consistent with procedural damage. The cause of the reported events was due to internal shorting of the lead due to over torqued inner coil consistent with procedure damage. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.